Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 603 mg/dl at the time of the incident. The customer's blood glucose was 526 mg/dl at the time of call. The customer's mother stated that they were treating the blood glucose with the insulin pump. The customer's mother stated that they were given insulin at the time of hospitalization. The customer's mother stated that they experienced vomiting, dehydration and ketones. The customer's mother stated that the cannula was bent. The customer's mother stated that they were wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.